Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, anxiety/textured.

Event description:
Healthcare professional reported right textured to smooth due to the patients concerns with the product, capsular contracture baker grade iii, rupture, and "old hematoma". The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, one opening on posterior side assessed as fold flaw opening. ¿ capsular contracture: unable to observe as it is a medical event not related to the device. ¿ anxiety¿product/procedure: unable to observe as it is a medical event not related to the device. Additional observations: ¿ creases are observed. ¿ wear abrasion observed on the device. ¿ brown particles were observed on the shell. ¿ brown particles were observed on the gel.

Event description:
Healthcare professional reported right textured to smooth due to the patients concerns with the product, capsular contracture baker grade iii, rupture, and "old hematoma". The device has been explanted and replaced.